Event description:
It was reported during remote follow up that the right ventricular lead exhibited over-sensing. This oversensing was found to be due to noise. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.